Event description:
It was reported that there was an alert indicating that this left ventricular (lv) lead exhibited out of range impedance. The health care professional (hcp) wanted to know the value. Technical services (ts) stated that the alert was set for two thousand ohms. It was noted that the impedance was stable within limits. However, within the past two weeks from the call, the impedance would go up and down, remaining within limits. Ts performed a data analysis and confirmed that the impedance was high out of range. Ts communicated their findings with the caller. After, the patient was brought in for evaluation. A different vector was selected for the lead. The impedance is now within range. The issue will continue to be monitored. The lead remains in use. No adverse patient effects were reported. Additional information received indicates that the lead reached high out of range pacing impedance again. Noisy signals are presenting on the lv lead channel. The patient is to be seen in-clinic. The lead remains in use. No adverse patient effects were reported.

Event description:
It was reported that there was an alert indicating that this left ventricular (lv) lead exhibited out of range impedance. The health care professional (hcp) wanted to know the value. Technical services (ts) stated that the alert was set for two thousand ohms. It was noted that the impedance was stable within limits. However, within the past two weeks from the call, the impedance would go up and down, remaining within limits. Ts performed a data analysis and confirmed that the impedance was high out of range. Ts communicated their findings with the caller. After, the patient was brought in for evaluation. A different vector was selected for the lead. The impedance is now within range. The issue will continue to be monitored. The lead remains in use. No adverse patient effects were reported. Additional information received indicates that the lead reached high out of range pacing impedance again. Noisy signals are presenting on the lv lead channel. The patient is to be seen in-clinic. The lead remains in use. No adverse patient effects were reported. Additional information received indicates that the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that there was an alert indicating that this left ventricular (lv) lead exhibited out of range impedance. The health care professional (hcp) wanted to know the value. Technical services (ts) stated that the alert was set for two thousand ohms. It was noted that the impedance was stable within limits. However, within the past two weeks from the call, the impedance would go up and down, remaining within limits. Ts performed a data analysis and confirmed that the impedance was high out of range. Ts communicated their findings with the caller. After, the patient was brought in for evaluation. A different vector was selected for the lead. The impedance is now within range. The issue will continue to be monitored. The lead remains in use. No adverse patient effects were reported.